Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, image noise is present. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. Based on the results of the investigation, event 1: noise occurs. This event is presumed to have been caused by excessive use or poor contact points on the circuit boards within the video connector or scope connector. Event 2: noise appears in the image. This event is presumed to have occurred due to excessive use or poor contact points on the board inside the video connector or the board inside the scope connector. The events can be detected/prevented by following the instructions for use which state: IFU figure number: ge9383. Revision: 10. Chapter: 3.8 checking combination functionality with related devices. Handling and general precautions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during an unknown therapeutic procedure, the endoeye flex deflectable videoscope had noise appearing in the image. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.